Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).

Event description:
Treatment of a pericallosal region a2 segment of aca (anterior cerebral artery) fusiform aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and a follow-up angiogram showed no aneurysm three months later; however, there was a tight proximal stenosis in the device. No injury was reported with the patient as a result of the procedure.